Manufacturer narrative:
The insulin pump passed the displacement test and p cap or reservoir locked properly in place. Device received with scratched case. Device received with pillowing and cracked keypad overlay at select button. Device received with missing display window cover. Device received with the new style all black retainer still attached to the insulin pump case. No damage to the reservoir tube lip or retainer noted. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that retainer ring was loosened. No harm requiring medical intervention was reported. Customer stated that insulin pump was not bumped or dropped. The device will be returned for analysis.